Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: triathlon prim tib bplate cemented sz 6; cat#: 5520-b-600; lot#: g9v4ya. Triathlon cr fem comp #6 r-cem; cat#: 5510f602; lot#: jd97l. Triathlon asymmetric x3 patella; cat#: 5551-g-299-e ; lot#: 6a5r. Sterile fluted headless 1/8 pin x 3.5 in; cat#: 7650-2038a ; lot#: sc29878a5. Simplex hv us 1 pack; cat#: 6194-1-001; lot#: 015aa885fb. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient alleges allergic reaction and pending revision for both of his knee replacements. This report is for the right knee.